Manufacturer narrative:
Additional narrative: additional product code: gei. No facility or initial reporter available. (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device shows alert code 200.32 was confirmed. The idt board was replaced as it was identified as the cause of the reported failure. The device was repaired and found to be working according to specification. Given the information provided we cannot discern a definitive root cause for the defective idt board. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a demonstration, when starting the vapr iii generator the device showed an alert message with code: 200.30. The device will be repaired in (B)(6) and it will not be return to opoc. There was no patient consequence and no surgical delayed reported. This device is the a commercial sample. This is report 1 of 1 for (B)(4).